Event description:
Philips received a complaint regarding the intellivue x3 patient monitor indicating that the device displayed a speaker malfunction error message. The device was in use on a patient at the time of the event. The staff replaced the device with a known good device. No adverse event or patient harm was reported.

Manufacturer narrative:
The biomed technician removed the device from service and performed functional testing in the shop; however, upon powering on the device, the reported error message was not present. The device was monitored and tested for approximately 45 minutes, during which time the issue could not be reproduced. The customer requested guidance on how to further test the device in an attempt to recreate the reported error condition. A philips remote service engineer (rse) assisted the customer remotely. The customer was instructed to connect the device to ECG, spo2, and nbp simulators, configure the nbp function to 10-minute auto cycling, and allow the device to run overnight under simulated monitoring conditions. The customer was advised that if the reported error recurred during testing, replacement of the main board would be recommended. The customer later followed up and confirmed the device operated overnight without issue, successfully completed all performance assurance testing, and was subsequently returned to service. The customer confirmed the complaint case may be closed. Attempts are being made to confirm whether the device produced an audible alarm or sound during the reported event. Philips is in the process of obtaining additional information concerning this event, and the complaint remains under investigation. A final report will be submitted upon completion of the investigation.